Manufacturer narrative:
(B)(4).

Event description:
The following publication was reviewed: ¿infrarenal aortic endograft infection: a single-center experience¿ (carlota fernandez prendes, et al., vascular and endovascular surgery, published online 22-nov-2018). The article describes a retrospective analysis of a prospective database including all patients who underwent elective endovascular abdominal aortic repair (evar) from 2003 to 2016 in a tertiary center. Seven cases of endograft infection were identified during the follow-up period from a total of 473 (1.48%) evar. It was stated that there were no documented infections between evar and aortic endovascular graft infection diagnosis. The article includes a clinical summary of each infection case. Case 3 that was initially treated with gore® excluder® aaa endoprostheses, was admitted 13 months after evar with abdominal pain. A psoas muscle abscess was identified and treated with surgical drainage given the high surgical risk and overall general condition of the patient. The patient expired 38 months after the diagnosis. The ultimate cause of death was stated to be sepsis and multiorgan dysfunction. The removed sac drainage cultures showed the following: candida parapsilosis, pseudomona sp.

Manufacturer narrative:
Outcomes attributed to adverse event: updated. Event: updated. Adverse event problem: updated result code 1 / code 213 - the review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications. Adverse event problem: updated conclusion code 1.

Event description:
The following publication was reviewed: ¿infrarenal aortic endograft infection: a single-center experience¿ (carlota fernandez prendes, et al., vascular and endovascular surgery, published online 22-nov-2018). The article describes a retrospective analysis of a prospective database including all patients who underwent elective endovascular abdominal aortic repair (evar) from 2003 to 2016 in a tertiary center. Seven cases of endograft infection were identified during the follow-up period from a total of 473 (1.48%) evar. It was stated that there were no documented infections between evar and aortic endovascular graft infection diagnosis. The article includes a clinical summary of each infection case. Case 3 was initially treated on (B)(6) 2010, with gore® excluder® aaa endoprostheses. On (B)(6) 2011, the patient presented with abdominal pain. A psoas muscle abscess was identified and treated with surgical drainage given the high surgical risk and overall general condition of the patient. The patient expired on (B)(6) 2014. The ultimate cause of death was stated to be sepsis and multiorgan dysfunction. The removed sac drainage cultures showed the following: candida parapsilosis, pseudomona sp.

Manufacturer narrative:
Added weight, concomitant medical products: UDI: pxc161000 - (B)(4). Pxc201000 - (B)(4).

Event description:
Olympus received a medwatch report with an event/ problem reported of "black cap gyrus acmi ref# aur-bp) that is used to seal fluid while using laser in cysto cases was not sealing properly; 2 opened and both failed to seal." No harm was reported. No patient harm, no user injury reported . This event includes two (2) reports addressing the two devices reported to have both "failed to seal issue". Report with patient identifier (B)(6) ( model aur-bp, lot mqfp330 , 1 of 2). Report with patient identifier (B)(6) ( model aur-bp, lot mqfp330 , 2 of 2). This report is for patient identifier (B)(6) ( model aur-bp, lot mqfp330 , 1 of 2).